Manufacturer narrative:
The customer contact indicated that the device was discarded. During the investigation, no possible causes for the customer reported device breakage were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage of the distal tip of the option-lok male adapter. The tubing set was being used to delver an unspecified medication. After an unspecified length of time the option-lok male adapter of the tubing set was connected to an unspecified clave port of a port-a-cath tubing set for the delivery of an unspecified medication. No specific details were provided. After an unspecified length of time, it was reported that the nurse attempted to disconnect the option-lok male adapter of the tubing set from the clave port to give another medication. At this time, it was reported that the option-lok male adaptor of the tubing set broke off. The tubing set was replaced and the therapy was resumed. No specific details were provided. There were no reported adverse patient effects and no reported delay in therapy critical to the patient. No medical interventions were required. Though requested, no additional information was provided.